Manufacturer narrative:
The contraindications in the package insert includes patients presenting metal sensitivity reactions. In addition, the insert states metal sensitivity reactions or allergic reaction to the implant material are possible adverse effects. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File one of two for the same event.

Event description:
A revision surgery will be performed to remove a stainless steel bar and place a titanium bar due to the patient having an allergic reaction.